Event description:
It was reported that the user experienced sensor communication issues while using a dexcom g7 continuous glucose monitor (cgm) with the ilet, including an expired bg run mode alert and a failed pairing attempt to the ilet when the sensor had been paired to the phone, after which a new sensor was placed and entered warm-up with the alert expected to clear. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and interviews, as well as analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure associated with the electrical and magnetic subsystem, specifically the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.